Event description:
Customer reported hospitalization due to high blood glucose. Customer woke up with a 477 mg/dl glucose reading. The blood glucose reading increased to 520 mg/dl; customer called the paramedics. Customer was transported to hospital. Customer experienced pain under her arm and back. Diagnosed hyperglycemia. Hospital treated with insulin IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.